Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Device image evaluation summary completed on (B)(6) 2020: upon visual evaluation of the image provided in the complaint, the device was noted inside its thermoform with no apparent damage or visual anomalies. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor memorygel, 275cc silicone prosthesis experienced left sided rupture post procedure. An ultrasound examination was performed, and rupture was diagnosed. As a result, patient underwent unilateral replacement with another implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 14, 2020: although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary.,according to the information reported, the patient experienced a rupture. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak test was performed, in accordance with mentor procedures, and a tear was discovered on the anterior aspect, measuring 0.4 cm. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).